Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and hypoglycemia with insulin flow block alarm and crack on the pump. The customer reported blood glucose value of 222 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion) and it was unknown how the costumer was treated the hypoglycemia. The event involved product(s) mmt-342g, mmt-1884, mmt-441ak. Troubleshooting was not performed, as the customer reported past event of insulin flow blocked alarm which was resolved. Troubleshooting was partially performed for crack on the pump, but no visible pump damage. The pump rattle when shaken and pump passed self test. The customer was advised that the insulin pump will be replaced and advised to revert to a backup plan per health care professional instructions and place pump in storage mode. No further patient complications were reported. No product return is required for mmt-342g. Product return is required for mmt-1884. No product return is required for mmt-441ak.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.